Event description:
On (B)(6) 2012 the pt reported that the up button of his infusion device is not working. He stated that the button has not worked for about 1 week and does work when pressed hard. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.